Event description:
The customer complained of erroneous results for one patient sample tested for glucose hk gen.3 (gluc3). Erroneous results were reported outside of the laboratory. The initial gluc3 result was 154 mg/dl. This result was reported outside of the laboratory. Approximately 5 hours later the sample was repeated and the result was 88 mg/dl. The sample was repeated again and the result was 88 mg/dl. The sample was centrifuged. The result of 88 mg/dl was reported outside of the laboratory as a revised result. No adverse event was reported. The gluc3 reagent lot number was 608217 with an expiration date of 03/2016. The last calibration on the instrument was performed on (B)(6) 2015. Quality controls are near the mean.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Analysis of the alarm logs provided for investigation showed several clot alarms. These alarms point to a pre-analytical root cause due to poor sample handling of the gel tubes and inappropriate sample centrifugation.